Manufacturer narrative:
The evoke cls remains implanted. The root cause of the pain at the cls implant site and cls migration cannot be definitively determined; however, the patient¿s weight loss may have contributed to the migration of the cls causing pain to the patient. Evoke scs system surgical guide lists ¿the risks associated with the implantation and use of a spinal cord stimulation system include cls migration, which may result in pain or difficulty in charging and the patient may require surgery (including revision, explant, and replacement) as a result¿.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site. The physician¿s evaluation confirmed migration of the cls from the original location. The physician noted the patient¿s significant weight loss contributed to the pain at the cls implant site and migration of the cls. A revision procedure was performed to reposition the evoke cls to resolve the reported event.